Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Attorney. (B)(4).

Event description:
Litigation alleges that the patient suffers from pain. Update: 3/6/2013 pfs was received from legal, medical records were received from legal. Update ad 4 may 2018: wpc (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges loosening of cup and metal wear/metallosis before the first revision. The patient harm was updated and added the cup and two screws to the impacted product due to alleged loosening.